Event description:
It was reported that the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issue/customer reloaded the cartridge to resolve the issue. Customer¿s blood glucose level was 526 mg/dl. Customer administered a correction injection to address bg level.

Event description:
It was reported that the insulin gauge was inaccurate. Customer reloaded the cartridge to resolve the issue. Customer¿s blood glucose level was 526 mg/dl. Customer administered a correction injection to address bg level.